Manufacturer narrative:
The field service engineer (fse) determined that the speaker was broken and required replacement. The device was operational after replacing the speaker. Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
The customer reported the intellivue mp2 has no alarm sound. The device was not in use on a patient. There was no report of patient or user harm.